Event description:
It was reported that while a consumer was giving herself an injection with a bd ultra-fine mini insulin pen needle, the needle broke off in her injection site. The consumer was evaluated by a physician and has received two x-rays. The x-rays visualized the needle in the injection site but not actions have been taken to remove it.

Manufacturer narrative:
A sample is available for eval. Upon completion of the investigation, a supplemental report will be filed. (B)(4).